Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient experienced issues on (B)(6) 2026, including hallucinations, dyskinesia, and restlessness. The patient had to go to the hospital emergency room because antibiotics previously prescribed for an inflamed skin area had not helped. An abscess was found and incised, and the patient received new antibiotics, though the specific type is unclear. No further information available.